Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was exhibiting premature battery depletion behavior and has now reached elective replacement indicator (eri) status. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that there is sufficient battery reserve to maintain eri function until the device reaches end of life (eol) and recommended the device be replaced within 90 days time. Boston scientific technical services provided the analysis results to the healthcare provider. The device remains in-service at this time. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was exhibiting premature battery depletion behavior and has now reached elective replacement indicator (eri) status. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is increasing in a gradual fashion. The analysis also indicated that there is sufficient battery reserve to maintain eri function until the device reaches end of life (eol) and recommended the device be replaced within 90 days time. Boston scientific technical services provided the analysis results to the healthcare provider. The device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.